Event description:
It was reported that the lead exhibited high, out of range, pacing lead impedance. The patient had twiddlers syndrome. The lead was capped and replaced. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.